Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was "stuck in fill tubing menu." Additionally, it was reported that an occlusion alarm occurred. The cause was unknown; however, customer resolved issue prior to contacting tandem technical support. The customer declined further troubleshooting. There was no reported impact to customer¿s blood glucose level.